Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave hybrid intra-aortic balloon pump (iabp) equipment experienced a lack of counter pulsation. The equipment could work normally after being turned off and restarted, but the same fault occurred again after a few hours. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d10. A getinge field service engineer was dispatched to the site to evaluate the unit. On site equipment cleaning, reseating all circuit boards, and reconnecting the balloon were performed. Continued testing revealed no untouchable faults. Equipment safety testing showed that all parameters met factory requirements.